Event description:
In 2003, an aneurx device was used to repair an abdominal aortic aneurysm. On (B) (6) 2009, three gore aortic extender components were used to proximally extend the aneurx device due to distal migration. The 18fr gore introducer sheath kinked due to tortuous anatomy; however, the physician continued to place the first aortic extender component without incident. Next two aortic extender components were placed with difficulty after advancement of the catheter through the kinked sheath. Force was necessary to remove the catheter from the kinked sheath. Both olives on the trailing end of the catheters from the second and third devices separated. The second device olive was floating within the aorta. The third device olive remained on the guidewire. Both olives were snared and removed. Final angiography showed no endoleaks. The patient tolerated the procedure well. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device involved: pxa280300/06583119. Gore introducer sheath - lot/serial # is unknown. No images are available. Both device catheters are being returned to gore for evaluation. The sheath was discarded at the facility.